Event description:
Healthcare professional reported "rupture." Record is for left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d4, d6b, h4, h6.

Event description:
Device has been explanted and replaced. The device will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "rupture". Healthcare professional reported later via operative report "rupture, capsular contracture (baker grade unknown) and inframammary fold". Record is for left side. Device has been explanted and replaced. The device will not be returned.